Event description:
Voluntary medwatch form received notes that the patient's right ventricular (rv) lead exhibited high defibrillation impedance. No changes or interventions were reported. The patient condition is not known.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5157675.